Manufacturer narrative:
An actual sample was received for evaluation. A visual inspection with the naked eye was performed with no issues noted. Functional testing was performed which included leak test, clear passage test and clamp function test with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell two of five of peritoneal dialysis therapy. During troubleshooting, it was determined that the final bag disconnected from the final line (blue clamp line) of the cassette that led to this alarm. Renal therapy services (rts) assisted the patient in removing the cassette and advised to start over with new supplies or continuous ambulatory peritoneal dialysis. Proper procedures per the user manual were reviewed with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.